Event description:
It was reported that during reprocessing a monopolar curved scissors instrument, could not get the water to flush out. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument flush tube was kinked. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .209 - .157 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found.